Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6), 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated that the cap cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 8th september, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated that the cap cover from spring arm was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem, d4 catalog # and serial #, h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 8th september, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated that the cap cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 8th september, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated that the cap cover from spring arm was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Previous d4 catalog#: ardlca209012c. Corrected d4 catalog#: ard568604941. Previous d4 serial#: (B)(6) /(B)(6). Corrected d4 serial#: (B)(6). Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - lca 50. It was stated that the cap cover from spring arm was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Defective part (catalog no: ard569010102) was replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. As stated by the subject matter expert, the most probable root cause of the break of this cap is repeated and violent shocks during the use of the device. Another probable root cause is that the cap has been forgotten or deteriorated after a re-adjustment of the spring arm during the maintenance of a medical device. For more details please refer to attachment 3 lucea_50_100_en05_extract. The yearly preventive maintenance program documented in the technical manuals mentions to check the presence and fixing of the plastic covers. For more details please refer to attachment 4 lucea_50_100_01742en05_extract. The cap must be reinstalled during installation or after the maintenance procedure. Maquet sas strongly advises to check similar devices present at the customer site in order to check the presence of all spring arms caps. If a missing cap is noticed, a new one should be ordered as spare parts (reference: ard569010102). Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.